Event description:
It is reported that the customer had high blood glucose levels of 311 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump passed the displacement, rewind and basic occlusion test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a stripped battery cap coin slot.